Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review was conducted and identified that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A request for the return of the device has been made. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a continue-flo solution set leaked from the upper y-site. It was not specified when in the process this occurred. The reporter stated that the device was leaking from ?little round filter, from the hole in the back of it. It is unknown if there was patient involvement; however, there was no report of patient injury, medical intervention associated with this event. Additional information was requested and is not available.